Manufacturer narrative:
The oad and viperwire guide wire were received for analysis. The guide wire was removed from the oad with a significant amount of resistance. A visual examination revealed embedded biological material on the oad driveshaft and on the guide wire core shaft, however, analysis did not identify any damage that may have contributed to the accumulated material. The morphology and exact root cause of the accumulated biological material is unknown. The oad driveshaft was damaged and deformed, and a driveshaft filar at the proximal edge of the crown was fractured. Scanning electron microscopy identified that the driveshaft filar fractured at the weld zone with pieces of weld-heat-affected material remaining on the fracture face, and fatigue striations appeared to be present. It was hypothesized that the driveshaft underwent excessive flexing near the crown, however, the exact root cause of the filar fracture is undetermined. At the conclusion of the device analysis, the reported events that the oad became stuck in the lesion and a perforation occurred could not be conclusively confirmed, however, the event of a filar fracture was confirmed. The coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure, the target lesion was treated with the diamondback coronary orbital atherectomy device (oad). The lesion was a completely calcified, 90% stenosed section of the left anterior descending coronary artery (lad) that was 35 mm in length. The lad was 2.75 mm in diameter and mildly tortuous. The section of the lad proximal to the target lesion was more tortuous, and the oad was unable to be advanced through the vessel with glideassist. Three treatment passes were performed in the section of the lad prior to the target lesion, and the oad was then placed proximal to the target lesion with glideassist. Two treatment passes were performed in the target lesion, and the patient became hypotensive. An attempt was made to remove the oad, however, it became stuck in the lesion. An impella device was inserted as the patient was becoming unstable. The oad was pulled on with force while glideassist was activated to remove the oad. It was noted a piece of the oad was sticking out, and caused a large perforation in the distal left main artery. The perforation was treated with a covered stent. It was noted that percutaneous transluminal coronary angioplasty was also performed. The oad appeared to be unravelled distal to the crown when removed, and a driveshaft filar was fractured and wrapped around the shaft. It was noted that it was unknown if a stent was present in the lad. The patient was transferred to the intensive care unit and expired after midnight.